Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. Device was received missing end cap sticker, minor scratches on lcd window, cracked case at display window corners and battery tube threads and cracked belt clip slot.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. The customer changed the battery and then none of the buttons were responding and the insulin pump alarmed button error. Blood glucose value was 342 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.